Manufacturer narrative:
The reported event of the left ventricular setscrew did not work when trying to tighten the lead into the header was confirmed. Analysis revealed the user was making incorrect wrench insertions into the left ventricular setscrew that stripped the setscrew inset. When the setscrew inset is stripped the setscrew cannot be tightened to secure the lead in the header. The user was also making incorrect wrench insertions into the atrial and right ventricular setscrews that damaged them also. This problem was caused by the user¿s incorrect use of the torque wrench.

Event description:
During implant, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient was in stable condition.